Event description:
The device was used during a mastectomy procedure. Reportedly, clips fell out of the instrument unformed and the instrument did not fire. The hospital has reported no patient injury occurred.